Event description:
As reported, in 2007, ge, a male pt was implanted with a gore propaten vascular graft as a left superficial femoral to below-knee popliteal bypass. A thrombosis within 30 days was noted. The physician stated that this event was not device related. No further info is available.

Manufacturer narrative:
The initial reporter is not the implanting physician. The name of the implanting physician has been requested.